Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a red, itchy rash on her back under the therapy electrode pads. The rash was described as itchy, sweaty, and burnt. There is no alleged device malfunction. The patient's physician prescribed an anti-fungal cream and recommended leaving the lifevest off for an extra hour each day. Follow-up indicated that the rash was improving.